Manufacturer narrative:
The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the instructions for handling before use on the label of unsterilized balloons (mh-303, maj-213) state "sterilize if necessary," but the instructions for handling before use in the package insert state "must be sterile.'' It was used unsterilized at the facility. The suggested event is detectable and preventable by handling the scope in accordance with the following section of the instructions for use: 1. Sterilization be sure to sterilize with ethylene oxide gas before use. For sterilization methods, refer to the "instruction manual'' of the ethylene oxide gas sterilizer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the non-sterilized balloon may have been used during a diagnostic endoscopic ultrasound. No adverse effects to patient reported.

Manufacturer narrative:
The device has not been returned for evaluation. No lot number information was provided to allow for review of the device history records. If the device is returned, an investigation will be performed and a supplemental report will be filed.